Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient was experiencing loss of connection between the dexcom and omnipod insulin pump. The patient was ¿not feeling well.¿ the patient could not recall any continuous glucose monitor (cgm) values from (B)(6) 2023 and did not perform a blood glucose (bg) meter value. On (B)(6) 2023, the patient ¿felt sick¿ and had a cgm reading of 300 mg/dl. The patient felt this reading was correct as the patient had just drunk a gatorade. Later in the day, the patient started vomiting, was dizzy, had body aches, and muscle cramping. The patient also tested for ketones, which were positive. The patient was also still experiencing intermittent loss of connection with his cgm readings, which his omnipod insulin pump relies on to adjust insulin. At this point, the patient¿s grandparents took him to the emergency room. The patient was diagnosed with diabetic ketoacidosis and tachycardia. While in the hospital, the patient experienced a cgm inaccuracy. The cgm was reading 182 mg/dl and the bg meter was reading 78 mg/dl. At this time, the sensor was removed from the patient by medical professionals. While in the hospital, the patient was treated with IV insulin, zofran, and potassium. The patient also had a CT scan done as well. Once stabilized, the patient was discharged home 2 days later. The patient was fine at the time of the report. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.